Event description:
Affiliate reported that on (B) (6) 2009, the device was implanted via l-p shunt at 20mmh2o. In the beginning of 2010, it was found that the ventricles of the pt's brain became too large. The doctor decreased the pressure to 30mmh2o, but the pt's condition did not improve. On (B) (6), the valve was replaced by 82-3100 via v-p at 100mmh2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.